Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and menorrhagia ('menorrhagia') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), psychological trauma ("psychological injuries"), vaginal discharge ("vaginal. Discharge"), headache ("headaches"), migraine ("migraine"), nausea ("nausea"), fatigue ("fatigue") and ovarian cyst ("ovarian cysts") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy (full) and ablation). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, menorrhagia, dyspareunia, dysmenorrhoea, abdominal pain, vaginal discharge, hormone level abnormal, headache, migraine, nausea, fatigue and ovarian cyst had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fatigue, headache, hormone level abnormal, menorrhagia, migraine, nausea, ovarian cyst, pelvic pain, psychological trauma and vaginal discharge to be related to essure. The reporter commented: received treatment for pain, bleeding, psych injury, bladder/urinary prob, other injuries/sympt : yes. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on an unknown date: confirmation test? Yes results of confirm. Test: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received. Reporter information, lab data added. This case become incident. Previously reported event injury to herself were updated to dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), psych injury, vaginal. Discharge, hormonal changes, headaches, migraine, nausea, fatigue, ovarian cysts. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') and ovarian cyst ('ovarian cysts') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean section, cholecystectomy and loop electrosurgical excision procedure. Concomitant products included ciprofloxacin, escitalopram oxalate (lexapro), fluticasone, hydrocodone, hydrocodone bitartrate;paracetamol (vicodin), ibuprofen (motrin), losartan, naproxen sodium (anaprox) and paracetamol (acetaminophen). In 2008, the patient had essure inserted. In 2009, the patient experienced migraine ("migraine"). In 2010, the patient experienced ovarian cyst (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), psychological trauma ("psychological injuries"), vaginal discharge ("vaginal. Discharge"), headache ("headaches"), nausea ("nausea"), fatigue ("fatigue"), night sweats ("hormonal changes (night sweats)"), anxiety ("psychological or psychiatric problems;anxiety"), depression ("depression"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and abdominal pain lower ("bilateral lower abdominal pain") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy (full), ablation and removal of cyst). Essure was removed on (B)(6)2013. At the time of the report, the pelvic pain, menorrhagia, dyspareunia, dysmenorrhoea, abdominal pain, vaginal discharge, hormone level abnormal, headache, migraine, nausea, fatigue and ovarian cyst had resolved and the psychological trauma, night sweats, anxiety, depression, vaginal haemorrhage and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, headache, hormone level abnormal, menorrhagia, migraine, nausea, night sweats, ovarian cyst, pelvic pain, psychological trauma, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: received treatment for pain, bleeding, psych injury, bladder/urinary prob, other injuries/sympt : yes diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on an unknown date: confirmation test? Yes results of confirm. Test: bilateral occlusion; on an unknown date: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain,migraine headache, cyst of ovary , bilateral, lower abdominal. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 29-aug-2019: pfs and mr received. Reporters information updated. Event: hormonal changes (night sweats),psychological or psychiatric problems (anxiety/depression),vaginal hemorrhage and lower abdominal pain were added . Medical history , concomitant drugs were added . Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.